Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. No broken off clear clips form belt clip slot noted. Failure analysis was unable to perform displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to no button response. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Event description:
The customer reported via phone call that they had a keypad anomaly. The customer stated the buttons were unresponsive on the insulin pump. Customer also mentioned a failed battery test on the insulin pump. Customer's blood glucose was 125 mg/dl at the time of incident. Customer also reported their blood glucose later rose to 300 mg/dl. The customer could not recall any significant events leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.